Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the l1 on the power cable connecting to the motor protection switch of the aquabplus reverse osmosis (ro) system had melted. The issue was identified during troubleshooting with technical services after the motor protection switch tripped during stage 2 along with the thermal overload relay. It was identified that the motor protection switch has an open l1 causing the motor protection switch to trip during the t1 test. Replacement of the motor protection switch and power cable was recommended. The biomed confirmed the reported event during follow-up and provided additional information. The biomed stated that the housing of two wire connections on the safety switch (with the red and green button) had melted. The biomed stated that a burning smell could be observed. There was no observed smoke, spark, flame, or arcing nor was any other thermal damage found or caused as a result of the melted wire connections. The biomed stated the motor protection switch was replaced with one on-hand in order to return the ro system to service. A replacement motor protection switch and power cable harness were also ordered and received. The replacement motor protection switch was installed and the power cable harness was pending replacement at the time of follow-up. The biomed confirmed there was no blown fuse in the local power supply nor any local power grid issues on or around the event date. The biomed confirmed the machine is hardwired into a control panel. The biomed confirmed there was no patient involvement regarding the reported issue as it occurred after regular clinic hours nor was there personal harm to anyone as a result of the thermal damage. The biomed confirmed the availability of samples to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the customer provided machine files to the manufacturer for review. The manufacturer noted a failure type (error f-04-51-03) previously investigated on date 02-feb-2023, where the device was started and stopped frequent times within a short timeframe. More than 20 device restarts were counted within 2 hours and partly within only a few minutes between these restarts. Damage likely resulted from the high pump start currents where the wires, blade receptacle, and the motor protection switch contact became overheated resulting in thermal damage and the documented alarm messages (w-02-51-03 + f-04-51-04) on the reported event date. Based on this finding it cannot be excluded that the motor protection switch and wire connections were pre-damaged by the repeated high pump current during the pump restart. The reported issue can be confirmed. The cause cannot be determined without photographs or a complaint sample, neither of which were provided to the manufacturer upon completion of this investigation. The manufacturer also noted that the components are supplier parts and a supplier complaint cannot be submitted without the availability of the complaint samples. The device history record review was reviewed, no failure in relation to the motor protection switch, wiring or error code w-02-50-19/ f-04-51-04 was documented. The manufacturer noted a possible second cause where the wires at the motor protection switch became loose during servicing and were not reseated properly resulting in a poor electrical contact and increased thermal energy during device operation and damage to the wires as well the motor protection switch. The customer indicated upon follow-up that replacement of the motor protection switch and power cable harness was in process to resolve the reported issue.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the l1 on the power cable connecting to the motor protection switch of the aquabplus reverse osmosis (ro) system had melted. The issue was identified during troubleshooting with technical services after the motor protection switch tripped during stage 2 along with the thermal overload relay. It was identified that the motor protection switch has an open l1 causing the motor protection switch to trip during the t1 test. Replacement of the motor protection switch and power cable was recommended. The biomed confirmed the reported event during follow-up and provided additional information. The biomed stated that the housing of two wire connections on the safety switch (with the red and green button) had melted. The biomed stated that a burning smell could be observed. There was no observed smoke, spark, flame, or arcing nor was any other thermal damage found or caused as a result of the melted wire connections. The biomed stated the motor protection switch was replaced with one on-hand in order to return the ro system to service. A replacement motor protection switch and power cable harness were also ordered and received. The replacement motor protection switch was installed and the power cable harness was pending replacement at the time of follow-up. The biomed confirmed there was no blown fuse in the local power supply nor any local power grid issues on or around the event date. The biomed confirmed the machine is hardwired into a control panel. The biomed confirmed there was no patient involvement regarding the reported issue as it occurred after regular clinic hours nor was there personal harm to anyone as a result of the thermal damage. The biomed confirmed the availability of samples to be returned to the manufacturer for physical evaluation.